Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjo hospital equipment ab (registration #(B)(4)). Approximate age of device at the time of the event - 3 yrs. The complaint was found at a briefing for the (B)(4) field safety notice (B)(4), which had been previously released; it has been decided that a recall will be initiated according to 21 cfr 806. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
It was reported that the entroy hoist dropped to the floor. Pt was taken to a and e for a check up. The resident rec'd an anterior wedging of l1 and t12, and sacral segment of s2 slightly posteriorly displaced relative s1.